Event description:
It was reported while using bd facscanto¿ ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from italian to english: customer reports having found sample traces under the carousel. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? Before waste line. 7) was the customer/ bd personnel physically in contact with the fluid? (If no, no further questions required.) No.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 13may2020 to date 13may2021. Complaint trend: there are 9 complaints related to the issue of a waste leakage not contained within the instrument. Date ranges from 13may2020 to date 13may2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), files # (B)(4), were reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to worn manifold valves. The manifold is a series of valves that control the passage of fluids within the system, and failures with this part or the valves inside the manifold can lead to flow rate issues and leakages. The customer had initially reported that they found traces of sample under the carousel. The fse (field service engineer) assisting the customer confirmed that the issue was due to failing valves within the manifold (pn 642137), and also found that the wetcart liquid filter was clogged (pn 33566307). After the fse replaced these parts, the instrument was functioning as expected with no further leaks. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leakage was of patient samples, it did not affect or delay the treatment of a patient. While the leaked material was biohazard, the customer did not come in contact with it and was not harmed in any way. Additionally, there was no spray of fluid, and thus did not significantly increase the risk of exposure. Service max review: review of related work order #: (B)(4). Install date: 24feb2011. Defective part number: n/a. 33566307 - wet cartliquid filter assembly service. 642137 - assembly canto ii 8-valve manifold. Work order notes: subject / reported: 338962 - bd facscanto ii - sample under the carousel. Problem description: customer reports finding sample traces under the carousel. Work performed: replacement cytometer manifold and internal salt filter (clogged). Checked for good operation. Cause: some manifold valves occasionally failing. Solution: see work done. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿5¿ based on the previous scale rating. This is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes or no? Item: 23. Valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. Potential cause(s)/mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. Current controls: di rinse daily. Recommended actions: n/a. Actions taken: n/a. Severity: 5. Occurrence: 7 detection: 1. Rpn: 35. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn manifold valves. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn manifold valves. The customer had reported that they found traces of sample under the carousel. The fse found that the manifold valves were occasionally failing and the internal salt filter was clogged. The fse replaced these parts and the instrument was back to functioning as expected. The customer did not come in contact with the leakage and was not harmed in any way. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto" ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reports having found sample traces under the carousel. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/ bd personnel physically in contact with the fluid? (If no, no further questions required.) No.